Event description:
It was reported that balloon rupture and blade detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 6 atmospheres for 10 seconds. When attempting to remove the device from the patient, it became caught in the sheath, causing the balloon blade to separate. Insufficient deflation due to a balloon rupture may have hindered proper retraction of the device within the sheath. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 2mm distal to the distal marker band. A visual examination of the returned device identified that one of the blades had detached from the balloon pad. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.